Event description:
During a remote follow-up, noise and increased pacing impedance were observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed the event. Provocative testing was performed, and the noise was not reproducible. The patient was stable and will continue to be monitored.